Event description:
On july 06, 2009, the pt/lay user contacted lifescan (lfs) alleging that her one touch ultra meter was prompting an "ER 2" message. Per the one touch ultra owner's manual this error could be caused by a used test strip or a problem with the meter. The medical surveillance specialist spoke with the pt on july 16, 2009 and obtained the following info. The pt reported that the alleged error message began to appear the previous month,. Prior to when the alleged issue started, the pt reported that she began to feel lightheaded and developed blurry vision. The pt stated that in response to the symptoms, she attempted to test her blood glucose; however, that is when the alleged error message began to appear. The pt claimed she had last tested with the subject meter on one day prior (time unk) and obtained a result in the "130-140 mg/dl" range. The pt reported drinking more water and continued to take her usual dose of oral medication (metformin) despite of the issue. When the symptoms did not subside, the pt stated that she went to see a physician on the evening of the day prior to original date. When tested with the clinic's meter, the pt reported obtaining a blood glucose reading of "352 mg/dl" and then being treated with 5 units of insulin (type unk). At the time of troubleshooting, the customer care advocate noted that the alleged error message appeared when the subject meter was manually powered on and when a test strip was inserted. The alleged issue remained unsolved. Replacement products were sent to the pt. Although the pt developed symptoms prior to when the alleged error message began to appear, this complaint is being reported because the pt reportedly claimed had she been able to obtain a reading with the subject meter, she would have contacted her physician sooner. In addition, the pt's symptoms did not subside during the course of time, until she visited the doctor, some days later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.